Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 18 june 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Prior to procedure, the patient was taking eliquis. During the procedure, the patient's activating clotting time (act) was 160 seconds and heparin 5000 units was administered. While attempting to position the device, the ball configuration was not possible due to complex patient anatomy. The device was fully recaptured to use a pigtail for guiding the sheath into the laa. The device was explanted. After retrieval, the device loader was flushed and a large fiber-like thrombus emerged. Thrombus was never visualized in the patient. A new 28 mm amulet was used and the procedure was completed. The patient status was stable.